Event description:
It was reported that pump experienced malfunction after exposure to humidity from shower and displayed malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.